Event description:
It was reported that the patient presented for a follow-up in clinic after receiving inappropriate shock therapy. Upon interrogation, it was noted that the right ventricular lead was oversensing due to dislodgement. The lead was explanted and replaced. The patient was discharged post procedure.